Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) "stick's out of chest" and has movement. The patient indicated the crt-d moves down when the patient lays down. Follow up with the patient's clinic indicated the physician was not aware of a device migration, though there are plans to replace the crt-d due to normal elective replacement indicator (eri). The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.